Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, (unknown serial/lot); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient diagnosed with aortic valve stenosis underwent a transcatheter aortic valve implantation procedure using the evolut fx+ 29 millimeter (mm) device. During the procedure, minor bleeding at access site and mild paravalvular leak (pvl) were observed and not treatment was reported. A hematoma was noted at the access site at the end of the procedure and a collagen plug and manual compression was performed at the access site. Following the valve implant a pacemaker was implanted for an unspecified reason. The patient was later discharged home.